Manufacturer narrative:
Exact date unknown, event occurred two years and a half from the date the manufacturer became aware of the event. Explant date: 2yrs and 6 months ago.

Event description:
It was reported that the patients ipg was explanted due to inadequate stimulation. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.